Event description:
453 days post index procedure the patient experienved a target vessel revascularization (tvr). The index procedure treated 3 target lesions. Target lesion 1 was a de novo, 70% stenosed region of the distal circumflex. The lesion was 2.5 mm in width, and 15 mm in length. The physician predilated the lesion prior to placeing a 2.5 x 24mm taxus express2 stent. Residual stenosis post deployment was 0%. Target lesion 2 was a de novo, mildly calcified, bifurcated, 60% stenosed region of the ostial left main coronary artery (lmca). The lesion was 3 mm in width, and 16 mm in length. The physician predilated the lesion prior to placing a 2.5 x24mm taxus express2 stent. Residual stenosis was 0% post deployment. Target 60% stenosed region of the ostial proximal circumflex (prox cx). The lesion was 3mm in width, and 16 mm in length. The physician predilated the lesion prior to placing a 3 x 24mm taxus express2 stent. Residual stenosis was 0% post deployment. The stents in the lmca and prox cx overlapped by 3 mm. The patient was dischared one day index procedure on aspirin and plavix. The site reported that the patient experienced a tvr in the lmca 453 days post index procedure. This was reported as diffuse in-stent restenosis and was treated with a taxus express2 drug eluting stent. In the opinion of the physician, there was a probable relationship to the taxus stent the tvr. The patient was discharged one day post tvr.